Manufacturer narrative:
The complaint of leakage on the (B)(4) could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 7866757 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a primary plum set where it was reported there was leakage from the air vent hole during medication administration. There was patient involvement, but no report of patient harm.